Event description:
Customer called and reported after aborted treatment that a pressure dome membrane leak occurred. During treatment several #17 return pressure occurred. After 1200 ml wbp customer identified blood around the pressure domes. Customer aborted treatment and released the kit before calling cs. Customer stated that kit installation was controlled and pressure dome was installed correctively. Single needle mode. Access: 16g fistula needle. Used ac: heparin 10000 i.u. In 500 ml saline, ratio: 10:1. Platelet count: 291000. Pictures were provided by customer for eval.

Manufacturer narrative:
Batch record review of lot c103 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however CAPA's (B)(4) have already been initiated to investigate pressure dome membrane leaks. No report of the kit was received for examination; the analysis was performed using the photographs provided by the customer. A blood leak through the collect pressure dome was informed, but the root cause is suspected to be an installation error. From the photo analysis, the leak seemed to have occurred through the unseated diaphragm. The diaphragm was unseated because the pressure dome wasn't properly attached to the collect pressure sensor. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should trend arise, further action will be taken. (B)(4).